Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Mitral stenosis and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported mitral stenosis (no treatment) and mitral regurgitation (unchanged mr) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed for mitral stenosis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient anatomy included leaflet restriction between the posterior 2/posterior 3 leaflet segment. The steerable guide catheter (sgc) and clip delivery system (cds) were prepared for use and no issues were noted. The dilator was loaded into the sgc; however, it was difficult to advance the dilator through the sgc. The physician chose to continue with use of the same dilator and sgc. The device was advanced into the patient anatomy, and it seemed that the sgc was not tracking properly. Per physician, it seemed that the device was "dry"; however, it was confirmed that the device was flushed appropriately and all flush lines were properly connected. Additionally, it seemed that the sgc was bending/bowing unusually, and no unusual curves were on the device. The dilator crossed the septum, but the sgc did not. The decision was made to remove the device. There was no difficulty noted during removal and no adverse patient effect. A second sgc was used without issue. The cds was advanced into the patient anatomy to treat functional mitral regurgitation (mr) of grade 4. The pre-procedure mean pressure gradient was noted to be 4 mmhg. The clip grasped the leaflets without difficulty. Although mr was reduced to grade 2, it was noted that the mean pressure gradient increased to 14 mmhg. The decision was made to deploy the clip; however, after deployment, mr returned to grade 4 and the mean pressure gradient reduced to 11 mmhg. No additional clips were implanted. The patient is being considered for surgical mitral valve replacement. No additional information was provided.